Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer experienced the malfunction multiple times and was advised by technical support to return the defective pump for a replacement, which was sent. Customer was also provided with instructions on how to manage the transition to the new pump.